Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous ostium of the proximal to distal left circumflex. Dilatation was performed with a semicompliant balloon catheter several times. A quantum maverick balloon catheter was also used to dilate the lesion several times; however, the lesion was not dilated at all. As a result, an intravascular ultrasound (ivus) catheter was unable to cross the lesion. After using 1.5 rotablator for ablation, the ivus catheter was able to cross the lesion. A 16 x 3.00 promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the lesion. A non-bsc guide catheter extension was used but the sds was still unable to cross the lesion. Then a non-bsc catheter was used and anchor balloon technique was performed; however, the sds was still unable to cross the lesion. Another 12 x 2.25 promus premier¿ stent delivery system (sds) was selected for use; however the device was also unable to cross the lesion. When the device was removed from the patient, it was noted that the tip of the device was flattened. The proximal and the distal edges of the stent were slightly lifted. The procedure was completed with plain old balloon angioplasty (poba) only. No patient complications were reported and the patient¿s status was good.